Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). The customer went to the emergency room (ER) and was subsequently hospitalized in the intensive care unit. Bg was addressed via intravenous insulin and saline. Reportedly, the customer was released 2-3 days later with the issue resolved and no permanent damage. Customer confirmed the pump was functioning as intended.